Event description:
It was reported that the up arrow is sticking and requires multiple presses for the pump to respond. The pump reportedly has not been exposed to water and the keypad is intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: testing confirmed intermittent responses to button presses with the up arrow button and there was evidence of adhesive/contamination under the button contacts.